Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. DHR review : as no lot number was provided, the device history records could not be reviewed. Review of event description: it was reported that patient was implanted with durom ldh on (B)(6) 2005 at left hip and revised on (B)(6) 2014 due to metallosis with pseudotumor. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. (B)(4). Device not returned.

Event description:
It was reported that patient underwent revision surgery due to metallosis and pseudotumor.